Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) and longevity issues. The device was explanted and replaced with a non-boston scientific product. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.